Manufacturer narrative:
A prescription from has been received to manufacture a new implant. The date for the revision surgery has not been assigned at this time. An investigation is being performed in an attempt to identify the cause of the event. A supplemental will be filed.

Event description:
(B)(4). A letter was received from the surgeon on 05th october 2016 requesting the manufacturer a custom tibial passive hinge component titanium nitride coated as previously implanted in this patient. He also plans to exchange the bumper, bushings and axle during the procedure. He reported that the patient stumbled recently and broke the custom tibial passive hinge component and that she is presently in a cylinder cast/long leg cast now a hinged brace and is pretty immobile with crutches.

Manufacturer narrative:
Due to the patient's metal allergy, and at the request of the surgeon, the distal femur implant was titanium nitride coated. It is reported that the implant broke due to the extreme gait of the patient which exerted extreme pressure on the stem. The surgeon reports that the patient stumbled and broke the tibial component. There are no additional details available which definitively assign a root cause to the fracture, however implant fractures are well recognized, late post-operative occurrences often associated with excessive loads, impact or trauma in implanted patients. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
A letter was received from the surgeon on (B)(6) 2016 requesting the manufacture a custom tibial passive hinge component titanium nitride coated as previously implanted in this patient. He also plans to exchange the bumper, bushings and axle during the procedure. He reported that the patient stumbled recently and broke the custom tibial passive hinge component and that she is presently in a cylinder cast/long leg cast now a hinged brace and is pretty immobile with crutches. This is a supplemental report to 3004105610-2016-00091. (B)(4).

Manufacturer narrative:
Based on a review of the x-rays provided, the reported implant fracture was confirmed. It is noted that the patient had a recent fall. There is no indication that, on the imaging provided, the observed fracture was device related as no device or manufacturing related issues can be seen. Further investigation is ongoing at this time. The device return was requested but it has not been received at this time. When a full investigation has been carried out a supplemental report will be submitted.

Event description:
A letter was received from the surgeon on (B)(6) 2016 requesting the manufacture a custom tibial passive hinge component titanium nitride coated as previously implanted in this patient. He also plans to exchange the bumper, bushings and axle during the procedure. He reported that the patient stumbled recently and broke the custom tibial passive hinge component and that she is presently in a cylinder cast/long leg cast now a hinged brace and is pretty immobile with crutches. This is a supplemental report to 3004105610-2016-00091 (B)(4).